Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was high impedance on the 8-15 lead. The impedance for contacts 9-14 were all 40000, contact 8 was 2790 and contact 15 was 2930. It was noted there were no impedance issues after the lead was implanted. The patient was unable to increase the intensity when using these contacts. The patient had a loss of stimulation. The rep was able to get coverage by using the contacts on the other lead and contact 8 and the patient was going to follow up with the doctor to see if this provided relief. The cause was not known and the issue was ongoing.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) found it was functionally okay with insignificant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative reported that there was high impedance. The patient had been brought back in for a pocket revision to make sure the leads were secured in the implant as they were reading disconnected inconsistently. Upon opening the pocket the 8-15 lead slid out very easily, was cleaned and reinserted with appropriate mechanical clicks of the wrench, but still did not hold securely. The 0-7 lead had the same result. All impedances were normal when the leads were held carefully in the implant. The hcp replaced the implant and when both leads were screwed into the new implant no impedance or other issues were noted. The hcp noted they believed the screw system of the original implant was faulty and not securing the leads properly as all issues resolved with a new implant.